Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e204 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. Service order report, (B)(4), feedback: the service technician checked and calibrated all of the instrument's pumps. The system checkout procedure was then successfully performed. This assessment is based on information available at the time of the investigation. The analysis of the returned photos is still in progress. A supplemental report will be filed when the analysis of the photos is complete. (B)(4). Device not returned to manufacturer.

Event description:
The customer reported a leak in the red blood cell pump tubing segment after 250 ml of whole blood processed. The customer stated that the treatment was aborted with no blood/products returned to the patient. The customer reported that the patient's blood loss was around 250ml. The customer stated that the patient was in stable condition. The customer reported that they had cleaned the instrument but requested service in order to check the instrument. Photos were submitted for investigation.

Manufacturer narrative:
A photo analysis was conducted for this complaint. A review of the photos confirmed the leak. In the photos, the leak appeared to be originating from the red blood cell pump, indicating that the leak was most likely from the red blood cell pump tubing segment. The root cause of the leak could not be determined based only on the photos provided. A device history record (DHR) review did not result in any related nonconformances and the lot had passed all lot release testing. Based on the analysis, no remedial actions will be conducted. The investigation is complete. (B)(4). Device not returned to manufacturer.